Event description:
The customer reported that she visited the emergency room due to high blood glucose levels, with a reading of 420 mg/dl. The customer remembers that her blood glucose levels were higher than normal that day, and she was not feeling well. Troubleshooting was not possible due to the screen being distorted. The customer was unable to read anything that was on the screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.